Event description:
It was reported that the lead safety switch of this pacemaker system was triggered due to out-of-range right ventricular (rv) pace impedance. The value of the impedance measurement was not reported. The system was reprogrammed to bipolar sensing and unipolar pacing and the rate was decreased to 50 beats/minute. It was planned to have the patient return to the clinic in three months for follow-up. The pacemaker and rv lead (non-boston scientific product) remain in service and no adverse patient effects were reported.